Event description:
It was reported that during the use of the product, the customer found a tear in the warming tube due to which circulating water leaks from the connection between the manifold and white tub. There were no patient harm or injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problems or issues were identified during this device history record review. One unit was received for evaluation; the returned unit was received decontaminated without their original packaging. The returned unit was visually inspected at a distance of 12" to 16" under normal conditions of illumination. Visual inspection no defects were observed. One unit was tested for leak by introducing colored water in the product. No leak was observed in the product. The complaint was not confirmed. The root cause of the reported event was undetermined. No corrective actions were taken since complaint was not confirmed.